Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had fallen which was noted to be "unrelated to arrhythmia." The following day the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and varying impedance. It was also noted that the rv lead exhibited high impedance, noise, oversensing, and high thresholds. The lead extraction was attempted but due to calcification and anatomy of the patient the lead was only partially extracted. The lead was capped and the proximal portion of the lead was removed with the body of the lead remaining in the patient. A new implantable cardioverter defibrillator (ICD) system was implanted on the left side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.